Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. No adverse event reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.